Event description:
After having used several freestyle libre 3 sensors with irregular readings, I was notified that those products, including lot #: t60003592 which I have just used, are on a recall list for the possibility of being defective. No laboratory tests were done since the defective blood glucose sensor did the blood testing and sent the results to my cell phone.